Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a one touch ultra2 meter had battery indicator issue. The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt contacted lfs csr on the same day, stating that the subject meter "does not turn on" for about a year and that when she tried to replace the battery today, she reportedly noticed that the battery compartment is corroded. She mentioned that she was not sure if her husband might have dropped it into the water. As a result of the "meter not turning on", the pt reportedly stopped taking her diabetes medications (unspecified type/dose) and reportedly developed symptoms of "migraine headache and dizziness" sometime after the alleged meter issue. In 2007 at 5 am, the pt claimed that the paramedics took her to the emergency room and blood glucose "40 mg/dl" was reportedly obtained on the emt meter. The mas was able to verify with the pt that her blood glucose while in the ER was "40 mg/dl" (and not "400 mg/dl" as documented by the csr) the pt stated that she remembered staying in the hospital for a few hours and was treated with oral glucose and stated that the doctor told her to reduce her diabetes medications (unspecified type/dose). During troubleshooting, the csr verified the following: the pt did not replace the battery per the owner's manual and does not have a battery to replace the meter with. This was not a new out of box product. The correct test strips were used. The patient's products have been replaced. The complaint is being reported due to the following conclusions: the pt was reportedly treated at the hospital for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.